Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter, the safety mechanism failed to activate. The following information was provided by the initial reporter: it was reported safety shield activation failure.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the team observed that the safety mechanism was not activated. A device history record review found no non-conformances associated with this issue during production of this batch. As the actual sample was not returned, the root cause could not be established.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter, the safety mechanism failed to activate. The following information was provided by the initial reporter: it was reported safety shield activation failure.